Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: upon review of the event description and assigned malfunction code insulin overdosing due to priming set up not followed, it has been determined that the complaint does not allege a product malfunction has occurred. Additional information was requested; however, a lot number or any product specific information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. Therefore, no additional investigation activities were required. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation - conclusion: based on the event description, assigned malfunction code, and limited information available, the reported failure could not be confirmed for this complaint. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in norway it was reported that the patient got hospitalized on (B)(6) 2025 due to hyperglycemia as the patient forgot to prime the infusion set. The blood glucose level was 16 mmol/l at the time of event no further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.